Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) stenting treatment procedure, the stent became dislodged. While preparing a 3.5x24mm taxus liberte for a pci, it was noted that the distal end of the stent was starting to lift off the balloon. The device was not used. The procedure was successfully completed with another 3.5x24mm taxus liberte. No patient contact or complications occurred.